Manufacturer narrative:
THE EVENT OF CAPSULAR CONTRACTURE IS A PHYSIOLOGICAL COMPLICATION AND ANALYSIS OF THE DEVICE GENERALLY DOES NOT ASSIST ALLERGAN IN DETERMINING A PROBABLE CAUSE FOR THIS EVENT. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: CAPSULAR CONTRACTURE BAKER GRADE III, RUPTURE. A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED.

Event description:
PATIENTL REPORTED "BAKER GRADE III CAPSULAR CONTRACTURE, DAMAGE TO THE INTEGRITY OF THE IMPLANT MEMBRANE" AND "BREAST DISCOMFORT, AESTHETIC DISSATISFACTION WITH SHAPE, DENSITY AND PAIN DURING PALPATION". THIS RECORD IS FOR THE RIGHT SIDE. THE DEVICE WAS EXPLANTED.

Event description:
Healthcare professional reported "Baker grade III capsular contracture, damage to the integrity of the implant membrane" and "breast discomfort, aesthetic dissatisfaction with shape, density and pain during palpation". This record is for the right side. The device was explanted.

Manufacturer narrative:
Device Evaluation: Device photograph(s) for the device related to the reported event of rupture and capsular contracture requested on (b)(6)2026. Whit lot number 2823595 and catalog number N-TSF240.- Rupture: Observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed.- Capsular Contracture: Unable to observe as it is a medical event that is not related to the device.No additional observations are performed.No further actions are required since no issue in the manufacturing of the device is observed.Additional, Changed, and/or Corrected Data: D.9., H.2., H.3., H.6.